Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the device would run while in safe mode. The procedure was completed successfully using backup equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device would run while in safe mode. The procedure was completed successfully using backup equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.